Event description:
The tech alleged the brake would set but not hold. No pt impact.

Manufacturer narrative:
The tech found the brake pad was missing. The tech replaced the brake pad to resolve the issue.